Event description:
It was reported that a malfunction occurred with the customer's pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided instructions for returning the faulty one. The customer was advised on programming settings and connecting their continuous glucose monitor to the replacement pump. The pump was under warranty, and a replacement with updated software was sent.